Manufacturer narrative:
The investigation performed a review of the provided data and found the alleged sample was at the level of detection (lod) for the assay. The target concentration was likely at or near the analytical sensitivity of the assay, resulting in no target detected. The investigation did not identify a product problem.

Manufacturer narrative:
The gm eplex base cu serial number was (B)(6). A review of qc data for the involved lot confirmed the lot successfully met the established qc specifications. Sample material was requested for further investigation but was not available. The investigation is ongoing.

Event description:
There was an allegation of questionable eplex blood culture identification gram negative (bcid-gn) panel result from the gm eplex base cu analyzer. No targets were detected by the eplex, but a culture grew klebsiella oxytoca that was identified by vitek ms.